Event description:
International affiliate reports that revision surgery was performed due to screw loosening. Reports it is not known if screw loosening was due to pseudoarthrosis or if pseudoarthrosis was due to screw loosening.

Manufacturer narrative:
Magnified visual of the returned screw found indications of metal deformation on the top side of the screw's inner saddle. Metal deformation was also noted around hex lobe profile. The damage suggests that the tip of a driver used to remove the screw may have not been seated fully within the screw's hexlobe feature. This may have caused damage to the driver which resulted in a circumstance that put substantial side loading on the saddle, causing it to become dislodged. The previous and current condition of the driver tip is unknown. However, no definitive conclusions can be made. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The screw has been returned for evaluation. A follow up report will be filed upon completion of the investigation.